Event description:
It was reported that there was discomfort in the device pocket area from day one of the implant. The device migrated laterally into the axilla. It was also reported that the patient experienced discomfort, burning and or a tingling sensation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 implantable tachy lead, (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4).